Manufacturer narrative:
PMA/510(k)#: k182980 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2017 date of first implant procedure in common hepatic duct for pancreatic cancer. X1 zib6 stents placed zib6-40-10.0-60 of unknown lot number. No adverse events related to the procedure. Pre-stent dilation performed intra hepatic duct. Re-current biliary obstructions (B)(6) 2017. 128 days post procedure. Obstruction noted to be within a study stent. Not documented if patient presented with signs/symptoms. Treatment endoscopic intervention new stent. The site determined the event to not be related to the study device, or procedure, related to cancer. The reintervention for recurrent biliary obstruction was noted as successful. On (B)(6) 2021, the patient died. The cause of death was unknown.

Manufacturer narrative:
Device evaluation: the zib6-40-10.0-60 device of unknown lot number involved in this complaint was not returned for evaluation. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study and will capture study stent occlusion. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. As per page 23 of the pmcf, the cause of the obstruction was undocumented. However as per page 25 of the pmcf, the site determined the event to not be related to the study device, or procedure and related to the patients pre-existing condition of cancer. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on (B)(6) 2017, the patient underwent a stenting procedure where a zib6 stent was placed in the common bile duct for pancreatic cancer. There were no adverse events related to the procedure. On (B)(6) 2017, the patient experienced re-current biliary obstruction, the cause of which was not documented but as per page 25 of the pmcf, the patients pre-existing condition of cancer caused or contributed to the event. The treatment involved an endoscopic intervention where stent was placed. The site determined the event to not be related to the study device, or procedure and related to the progression of cancer. Confirmed quantity of 01 x used device. Patient death was reported on (B)(6) 2021. The cause of death was unknown. As per medical advisor input, the cause of death was related to the progression of cancer.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-feb-2025.